Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. The insulin pump passed leak test. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer went swimming with the insulin pump and the insulin pump no longer worked. They received a sudden vibration followed by a blank display immediately after the pump's exposure to moisture. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.